Event description:
Device malfunction: none. Symptoms/ae: surgical intervention due to artery damage. Time of symptoms/ae: at the end of the interventional procedure. It was reported that the pt had a starclose clip implanted over a year ago after a heart cath procedure. In 2007, after an interventional procedure, the non-abbott sheath was being removed and the surgical technician felt resistance. After several tries the physician pulled with force to remove the sheath; however, the sheath tore into 2 pieces. The pt was sent to surgery where the femoral artery was found to have been lacerated; the sheath had gone through the previously deployed starclose clip. When the physician pulled the sheath out, the tines had cut the sheath resulting in the shaft separating into 2 pieces. The laceration of the artery was felt to have been caused by the forceful pulling of the sheath during removal from the artery. The artery was repaired and the pt is reported to be doing fine after the procedure. No pt adverse sequelae were reported. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a lot history record (lhr) review could not be performed.